Event description:
Patient was revised to address pain and a popping sound coming from the hip. Update: litigation papers received 3/4/2014. Litigation alleges swelling, difficulty ambulating, discomfort and metallosis. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on 03/27/2014. Update 1/14/2015 -pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and corrosion on the neck of the stem. Ther was no mention of metallosis as previously alleged. Lab results from (B)(6) 2011 indicated the metal ions levels were below 7 ppb. The complaint was updated on:2/11/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).